Event description:
Explanting physician reported "change in shape and increase in breast volume. A violation of the integrity of the implant (rupture) was found via ultrasound of breasts and seroma." The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, seroma-late, edema and deformation was reviewed on december 06, 2024. It is possible to determine the lot number 2906381 and catalog number n-trm295 of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe. Edema: unable to observe. Deformation: the deformation is not possible observed due to device is rupture. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found via ultrasound of breasts and seroma." The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Explanting physician reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found via ultrasound of breasts and seroma." The device has been explanted and replaced. This record relates to the left side.